Manufacturer narrative:
Reference#: (B)(4). One used 360 express balloon was received for evaluation. The visual inspection found no notable conditions. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. No failure mode was identified. A review of the device history records for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured.

Event description:
Customer reported helixing of the electrodes during radio frequency ablation procedure. The 360 express balloon was inflated on a second application with the balloon. The electrode array seemed to be askew on the balloon, however it still delivered energy during the ablation. Upon removal the electrode array helixed off of the end of the balloon. The physician attempted to rotate the catheter in a clockwise direction to re-coil the electrode array on the balloon but was not able to re-coil without any helixing. After withdrawal, the physician inspected the balloon and noticed the electrode array had peeled off of the balloon partially.